Manufacturer narrative:
(B)(4). No conclusion code available. Failure event observed during analysis. Final analysis found external abrasion breaching the optim sheath at 42.5 - 42.7 cm from the distal tip consistent with friction to the ICD can. The silicone insulation was intact in this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.